Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing burning. The caller indicated that the patient took oral medication and was advised by their healthcare provider (hcp) to go to the ER. The burning was reported to have occurred at the incision site and started right after surgery when the anesthesia wore off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient stepped back, took it easy, and rested more. Patient stated they tried to do too much on post-operative days 1, 2, and 3. The burning at the incision site was completely resolved and only had mild tenderness left. No further complications were reported.